Event description:
The hospital reported upon polyp removal they noticed a large vein underneath the polypectomy side. A quick fix device was placed on the site to prevent bleeding, but dislodged and fell into the polypectomy site. A second quick fix device was then placed to close the site. The day after the procedure they discovered the first clip they had deployed caused a colonic perforation that required a medical intervention. The hospital reported as a result of the perforation, the pt developed sepsis and adult respiratory distress syndrome (ards). As a result, a tracheostomy was performed for feeding tube placement which prolonged the pt's hospitalization.